Event description:
Patient underwent a right total hip replacement using the depuy asr/summit system, metal on metal. Surgical intervention and recovery period was uneventful. Patient developed loosening of the acetabular component demonstrated by a "clicking" sensation in the hip.